Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, had triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Remote monitoring data was reviewed. The field representative was unable to see the lead safety switch (lss) via remote monitoring data as it only showed information back to august 15th, however post-lss unipolar oversensing was observed in the ra channel. The ra lead was explanted and replaced. Technical services (ts) noted the observed impedance issue may have been attributed to a possible spring contact issue and records indicate this pacemaker did not have the enhanced header. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, had triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Remote monitoring data was reviewed. The field representative was unable to see the lead safety switch (lss) via remote monitoring data as it only showed information back to august 15th, however post-lss unipolar oversensing was observed in the ra channel. The ra lead was explanted and replaced. Technical services (ts) noted the observed impedance issue may have been attributed to a possible spring contact issue and records indicate this pacemaker did not have the enhanced header. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.